Event description:
It was reported that during a hemicolectomy procedure the hand activation had no function after a few minutes. The case was completed with the footswitch and a new device. There was no pt consequence.